Manufacturer narrative:
This correction is to clarify that the MDR submitted is not the subject of an approved exemption. Exemption number ¿5645646¿ was submitted in error as the system was using default test values supplied by the FDA in the emdr implementation package.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. A supplemental report will be issued if additional information is obtained.

Event description:
It was reported that the ventilator was alarming low fio2 while ventilating the patient. Users noticed that the peep setting was higher than the monitored peep value. Due to the ventilator alarm, staff was able to care for patient and no harm was noted. Once the patient was removed from the ventilator, a device check was performed where the air/o2 valve and exhalation valve tests failed.